Manufacturer narrative:
Section b5: previous distal end driveline repair captured under 2916596-2018-02277. Manufacturer's investigation conclusion: incidental finding: review of the submitted photo revealed that tape had been applied to the outer jacket distal to the repair site. Review of the submitted photograph confirmed damage to the previous driveline repair site; however, a specific cause for this damage could not be conclusively determined through this evaluation. A photo of the reported damage was submitted for review and revealed a tear located along the grey shrink tubing of the patient¿s previous external driveline repair site. The submitted log file appeared to capture the device functioning as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), and driveline repair kit, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system instructions for use and patient handbook are currently available. These documents discuss damage due to wear and fatigue of the driveline and include driveline care instructions. The replaced heartmate ii left ventricular assist device percutaneous lead patient instructions provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside . Allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." The patient instructions states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that analysis of the submitted image revealed that the damage was not to the clamshell repair, but rather to a previous distal end driveline repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a tear in the clamshell of the driveline. Log files were submitted and showed the mechanical circulatory support (mcs) equipment was operating as intended.